Event description:
A 6f angio-seal sts plus was deployed. When the physician withdrew the device slowly to position the anchor against the vessel wall, he felt resistance. The sys allegedly locked, and the physician was unable to continue the sealing procedure. At the same time, the pt felt pain. The device was cut and manual compression was used. Hemostasis was achieved after 30 minutes of manual compression. The anchor remains in the artery. The physician kept the pt in the hosp for an add'l day. The pt experienced no consequences and is now stable.

Manufacturer narrative:
One 6f angio-seal sts plus hemostasis sheath and carrier tube assembly were visually/dimensionally inspected. The carrier tube assembly had been fully inserted into the hemostasis sheath and was in the full rear lock position. The length and appearance of the sheath, carrier, and tamper tube segments suggested that all were cut at the same time with the device in the rear lock position. The detached sheath segment had also been kinked 1.3" from its distal tip. A 7.7" length of suture exited the severed sheath tubing; the suture distal end was consistent with cutting. The distal end of the clear heat shrink had been damaged consistent with forcible tamper tube contact. The device was disassembled. The suture had been fully extracted with no evidence that it had been tangled, knotted, or restrained. No contributing visual anomalies were noted in the suture path, or in the location/condition of related components. The overall device condition suggested suture deployment through a restrained tamper tube with cutting of the sheath, carrier, and tamper tubes. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.